Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site had become superficial due to losing weight. As a result, the patient experienced discomfort. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was repositioned deeper in the pocket.